Event description:
Analysis laboratory received a device and reported "this record was created to capture information related to device lot number non-(B)(6) breast implant received at the lab on (B)(6) 2026. Device was received in the return kit related to cl-47365. Devices information in the complaints for cl-47365 does not match returned device." Of a non-(B)(6) device. This record is for the right side. The device has been explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).